Manufacturer narrative:
(B) (4). Results: eval of the returned product shows the alarm works correctly. No product problem found. The unit was tested using both a new sensor pad and batteries. (B) (4).

Event description:
Customer claims that the unit green light comes on, but there's no alarm when the sensor pad is detached from the alarm. No alarm when the weight is taken off the sensor pads. The unit was tested with both new sensor pads and batteries. There was no pt injury reported.